Event description:
The customer reported that when selecting one of the images, the workstation would display another image from the pt's directory on the left monitor. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.